Manufacturer narrative:
1.this report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event. 2. Upon further investigation, it is suspected that the returned lift assembly has been exposed to an environment in which the lift was under a load while subjected to an uneven surface. This uneven surface would cause the "load" to become canted towards the lowest point of the lift. In this situation, this "lowest point" would be the right leg assembly. Also, this type of damage could occur in a situation where the lift assembly was under a load, however, the right leg has fallen off of a "higher edge surface" and this has caused the leg weldment on the base assembly to twist and torsion under the misdirected load and diagonal force towards the right leg. With all suspicions noted, and due to the fact that there are no "secondary indications (impact marks, heavy scratches, etc." Of abuse or any notes indicating the actual environment at the time , the official findings for this investigation will be inconclusive. At this point, the mast assembly was removed from the customer returned base assembly and the mast was installed to a known good test base, loaded to approximately 300 pounds, and tested for proper function. After testing, it was found that the mast assembly and its attached components are functioning as expected with no defects found. No corrective action is recommended at this time due to inconclusive findings. Returned product will be retained on site for future reference.

Event description:
It was reported to the manufacturer by the end user: lift bent while in use. No injuries. Right leg is all the way up in the air.